Manufacturer narrative:
(B)(4).

Event description:
Information was received from the 64 year old female patient receiving intrathecal hydromorphone 2mg/ml at 0.25mg/day via an implantable infusion pump. The indication for use of the device was unknown. The concomitant medication was listed as dilaudid. The patient history included an allergy to gabapentin. It was reported that the pump was removed due to infection on (B)(6) 2015. Additional information received from the health care provider (hcp) reported that the pump infection started on (B)(6) 2015. The patient did not experience any symptoms. It was diagnosed as a wound infection after surgery. The removal of the device resolved the infection. The cause for the infection remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.